Manufacturer narrative:
A product investigation was completed: one t-pal (1) spacer applicator handle (part 03.812.001 lot 9351282), one (1) t-pal spacer applicator inner shaft (part 03.812.003 lot 8797968), and one (1) t-pal applicator knob (part 03.812.004 lot 8918795) were returned. The reporter specified that there were some struggle detaching the implant from the applicator inner shaft because the applicator knob would not turn to release the trial. The surgeon used a different applicator instrument and completed the surgery successfully. Evaluation of the returned items observed that the prongs of the distal tip of the inner shaft were deformed and were separated at the base of the inner shaft at approximately a 5 degree angle; most likely due to normal wear and tear and possibly force used to remove the trapped implant. Besides this observation, the applicator knob turned smoothly and the inner shaft ¿opened¿ and ¿closed¿ as the design intended. The complaint is unconfirmed. The relevant product drawings were reviewed during the investigation. The inner shaft applicator is designed to pick up a spacer implant and insert the implant through rigid and pivoting approaches. To attach the applicator to the spacer, the user must close the applicator by turning the applicator knob clockwise only until the security ring clicks up. Per the technique guide, there should be no gap between the security ring and the knob. The failure to turn could have occurred if the security ring was not fully depressed. Any misalignment of the inner shaft in the applicator¿s canal could contribute to the device not operating as intended. Given the information available, an exact root cause could not be determined. Despite the deformity of the application handle, the complained t-pal applicator performed all functions per technique guide. The complaint against the t-pal spacer application handle, applicator inner shaft, and applicator knob is unconfirmed therefore a root cause cannot be determined. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age, dob & weight not provided by reporter. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that: 03.812.004- lot # 8918795, manufacturing location: (B)(4), manufacturing date: 29 july 2014, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for a l1-l5 posterior fusion while the surgeon was getting ready to insert the tpal implant into a unknown disc level using the applicator instrument he had a problem with the instrument. As the surgeon was ready to dislodge the implant, he had a difficulty getting the applicator knob to spin counterclockwise all the way. Surgeon was pulling down on the security ring, but the applicator knob wouldn't advance further down the shaft of the instrument to releasing the implant. After two attempts the surgeon was able to successfully detach the implant into proper position. Surgeon chose another applicator instrument that was available in the operating room and completed the surgery successfully. Due to this event no additional time was added. This report 2 of 3 for (B)(4).